Event description:
Synthes (B)(4) spine product manager (B)(6) reports the following event: on (B)(6) 2011, surgeon revised a patient who had a previous fusion due to loosening of 2 matrix locking caps (04.632.000). Surgeon removed 4 matrix screws (04.632.645) and 4 matrix locking caps (04.632.000). Patient was revised to 4 (04.632.745) screws and 4 (04.632.000) locking caps. This is report 2 of 2 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.